Event description:
It was reported that the burr became stuck in the lesion. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotapro was selected for use. During the procedure, it was noted that the rotapro got stuck in with the lesion. Consequently, the physician had to pull out the advancer and remove the burr. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotawire used in the procedure was returned through ncpr 16186158 within the rotapro device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device was able to reach and maintain optimal rpm with no resistance or issues. Product analysis could not confirm the reported events, as the device was able to reach and maintain optimal rpm with no resistance or issues, no damages or defects contributing to the device becoming stuck in the lesion were identified, and the clinical circumstances could not be replicated.

Event description:
It was reported that the burr became stuck in the lesion. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotapro was selected for use. During the procedure, it was noted that the rotapro got stuck in with the lesion. Consequently, the physician had to pull out the advancer and remove the burr. The procedure was completed with another of the same device. No patient complications were reported.